Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in a lesion in the right coronary artery (rca). Multiple treatments on low speed were performed with the oad, and balloon angioplasty was then performed. The patient's hemodynamics were unstable, and a deep wall dissection and possible intramural hematoma occurred. Additional balloon angioplasty and stent placement were performed. Fading staining was observed outside the vessel. The patient was observed overnight and discharged the following day. In the opinion of the physician, it was unknown if the oas treatment or the balloon angioplasty led to the event.